Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The product analysis was not feasible, because the returned lead fragment could not be associated to the lead under complaint. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Per rep, lead was implanted and explanted the same day due to a broken suture sleeve. Possible insulation breach was indicated by low impedance. Lead will be returned for analysis. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.